Event description:
The manufacturer received information alleging a ventilator failed a test step. There was no harm or injury reported. The ventilator was evaluated by field service engineer and the customer¿s complaint was confirmed. During evaluation, the device's tidal volumes were off. The device's 3 way solenoid valve needs to be replaced to address the issue. Customer is taking responsibility to correct/repair the device.